Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a gauge inaccuracy issue occurred. The 90% stenosed target lesion was located in a mildly tortuous proximal left anterior descending artery (lad). An encore 26 balloon catheter inflation device was used for inflation. During the procedure, pre-dilation of a non bsc balloon catheter was performed at 12atm; however, upon deflation, it was noted that the manometer of this device failed to move back to zero. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. The unit was visually inspected for any damage or defect. The gauge needle was reading 2atm. A functional test of the complaint device was carried out using a bsc stopcock. The device locking mechanism test was completed where the plunger handle is rotated to achieve 26atm¿s. The needle would show an increase in pressure; when pressure was released, the needle returned to 0atm. A gauge accuracy test was performed to assess the accuracy of the gauge under pressurization and at 0 pressure, the results were not within these parameters. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a gauge inaccuracy issue occurred. The 90% stenosed target lesion was located in a mildly tortuous proximal left anterior descending artery (lad). An encore 26 balloon catheter inflation device was used for inflation. During the procedure, pre-dilation of a non bsc balloon catheter was performed at 12atm; however, upon deflation, it was noted that the manometer of this device failed to move back to zero. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.